Manufacturer narrative:
The field service engineer checked and corrected the basic functionality of multiple parts of the module including the cell rinse and pipetting accuracy. Calibrations and qc were acceptable. Reagent issues were excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). Facility name: (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable ca and ggt results for 2 patient samples on a cobas 8000 c 702 module analyzer. Sample #1 (ID: (B)(6)). The initial ca result was 1.77 mmol/l and the repeat result was 2.4 mmol/l. Sample #2 (ID: (B)(6)). The initial ggt result was < 3 u/l and the repeat result was 51 u/l. The results were reported outside the laboratory. The reagent lot numbers and expiration dates were asked for but not provided.